Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that on 01-jul-2024, one infusion set tubing detached from the infusion set within few sets. The site of location is abdomen. No further information available.